Event description:
It was reported that customer experienced ongoing intermittent low blood glucose levels of 53 - 57 mg/dl. A pump log review was performed and it was found that the customer either stacked insulin by delivering a manual bolus right after the pump delivered a bolus or requested/confirmed a large manual bolus leading to the decreased bg. The customer did not provide any additional information regarding the decreased bg. No additional information was provided.